Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 748 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported needle mechanism failure could not be determined. Investigation results did not find a bent/kinked soft cannula. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 20-22 mmol/l (360-396 mg/dl) while wearing the pod between 4 and 24 hours. It was reported that the needle deployed later than intended upon activation. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was placed and extended bolus was sent.